Event description:
This report was received from global pharmacovigilance (gpv) and a nurse from (B)(6) about a female patient that acquired peritonitis (date of onset not reported) as a result of touch contamination. The nurse reported the patient was hospitalized for the peritonitis from (B)(6) 2012. The nurse reported the patient is recovering.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint is confirmed, because the nurse reported a break in aseptic technique by patient described as touch contamination. The cause was determined to be undetermined. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow up MDR will be sent.